Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the fingerprint scanner was not lighted up. A technical support specialist (tss) identified that the fingerprint reader was not turned on and informed the customer same. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux fingerprint reader was failed. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux fingerprint reader was failed. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.